Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733597, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the axiem box was showing an error led and unable to display info from the emitter. The medtronic representative talked with another medtronic representative on the phone and determined that the cable had been damaged at some point and the connection to the axiem had been compromised. There was no patient present when this issue was identified.

Manufacturer narrative:
A hardware analysis of casepart-291875 was initiated to determine the probable cause of the issue. Analysis found that the returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.